Manufacturer narrative:
Concomitant medical products: 5034 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection of a lead. It was further reported that the infection resulted from vegetation of the lead. No further patient complications have been reported as a result of this event.